Event description:
A healthcare facility in new york has reported via a fisher & paykel healthcare (f&p) representative that the two units of bc3520-10 infant nasal prongs could not hold a seal and leaks. There was no reported patient consequence as the prongs were replaced immediately after noticing the reported failure.

Manufacturer narrative:
(B)(4) additional information: section b5, d4, h4: during investigation, it was identified that the reported devices are of bcpap nasal prongs. Updated the sections with nasal prongs information. Section g4: PMA/510(k) number - no 510(k) number included due to the subject device being exempt from pms pathway to regulatory approval. Method: the subject devices, bc3520-10 infant nasal prongs were not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is based on the information and photography provided by the healthcare facility and our knowledge of our product. Results: the healthcare facility reported that the subject prongs could not hold a seal and leak. Visual inspection of the provided photography could not determine or confirm the reported failure. Conclusion: without the subject device being returned for evaluation, we are unable to determine the exact cause of the reported fault. The user instructions that accompany the flexitrunk infant interface illustrate in pictorial format the correct set-up and proper use of infant interfaces, including the nasal prong and nasal tubing. It also states the following: "connect prongs and mask to nasal tubing ensuring that it is inserted fully." "Check that all circuit connections are tight before use and after any adjustment."

Manufacturer narrative:
(B)(4). Section d4: lot number, expiration date, UDI details are not provided by the customer. Section g4: PMA/510(k) number: no 510(k) number was added in section g4 of the report because the device is a class 1 device and exempt from PMA pathway to regulatory approval. Section h4: manufacturing date was not provided by the customer. Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) has reported via a fisher & paykel healthcare (f&p) representative that the two units of bc801-10 infant nasal mask medium bcpap could not hold a seal and leaks. There was no reported patient consequence as the masks were replaced immediately after noticing the reported failure.